Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during implant, an unspecified malfunction was observed on the lead. The physician elected to replace the system with a single chamber pacemaker and the patient was stable following.

Event description:
Additional information indicates that the patient's right atrium was enlarged. During implant, loss of sensing was observed on the atrial lead. The physician attempted to implant the lead multiple times but failed. The physician completed the procedure with a single chamber system.

Manufacturer narrative:
Analysis was normal. No anomaly was found.